Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection on the scope identified an excess amount of foreign yellowish color substance throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found on the external areas of the insertion tube, bending section cover, and distal end. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was last repaired on june 20, 2018. The cause of the foreign yellow/brown substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As part of the post martet study, the ess visited the user facility on may 6, 2019 to observe the staff¿s reprocessing practice. The ess observed the cleaning process for the tjf 160vf and indicated there were no deviations noted and all steps in the ontrack in-service form and the reprocessing manual were followed. The subject scope was sent for destructive sampling. The results of the destructive sampling have not been finalized. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As part of the post market surveillance study, olympus personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. The following deviation was observed: someone entered and left the sampling room. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the deconstructive sampling test results. The subject scope was sent for destructive sampling at an external laboratory. The summary of the report is the following: the destructive sampling identified roseomonas mucosa that are categorized high concern organisms. None of the organisms were identified in the initial sampling. After the disassembling, the following was observed: bleaching of the glue of the bending section. Porous glue around the distal objective lens. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge to reprocess the subject scope. Although no reprocessing procedure deviations were observed, based on the investigations insufficient reprocessing from improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for enterococcus durans after reprocessing. There were no associated patient infections reported